Event description:
Technician alleged that the bed exit is not alarming when weight is removed from the sleep deck. No injury reported.

Manufacturer narrative:
Technician found the cause to be a damaged bed exit strip. The technician replaced the bed exit strips to resolve the issue.